Event description:
Report recieved from an abbott international affiliate. Of non-delivery of an unspecified IV fluid. The customer described the event as: "the drop does not flow." There were no reported adverse pt effects. Though requested, no additional info was provided.